Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a complex lesion in the proximal to mid circumflex artery (cx). The physician experienced difficulty when attempting to advance the guide wire. Treatment was able to be successfully completed, however, a perforation occurred. The perforation was treated with balloon tamponade and a stent. The patient was in stable condition.

Manufacturer narrative:
Investigation conclusion code 22: the diamondback 360 coronary orbital atherectomy system instructions for use manual states that vessel perforation is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).